Event description:
During preventative maintenance of the device, the user reported position # 3 on the roller failed a self test and the monitor was blank. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance, there was no patient involvement during this event.